Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Paramedics were contacted but only monitored that customer until bg level was back in range and did not provide any additional treatment. Recommendation was made to consult with a healthcare provider regarding diabetes management.